Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp,tsv,4.1,8,mtx,mg (item # tsvt4b8) was received for investigation. Visual inspection of the returned product identified some signs of wear from use, but no other signs of significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the events. The product's dimensions were measured and found to be within the specifications of the product's engineering drawing . The reported devices was located on tooth # 8 and was used for approximately 1 year. Pictures or x-ray images of the implant sites were not provided to evaluation the reported medical event. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported patient develop peri-implantitis. The product was returned and the reported event could not be verified due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Expiration date, UDI . Date received by manufacturer . Type of report, follow-up number. Follow up type . Device evaluated by manufacturer: change ¿no' to 'yes.' Device manufacture date . Evaluation codes . Additional narrative.

Manufacturer narrative:
(B)(4). Date of event unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the patient had peri -implantitis. The implant was removed.